Event description:
It was reported that the balloon was leaking. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use to treat an artificial vascular arterial leakage. During the procedure, the balloon was advanced into the target part, but it could not be inflated to working pressure. The same thing happened when the physician used another pressure pump. Subsequently, it was found that the balloon was leaking liquid under working pressure when retrieved. No complications reported and patient was stable.

Event description:
It was reported that the balloon was leaking. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use to treat an artificial vascular arterial leakage. During the procedure, the balloon was advanced into the target part, but it could not be inflated to working pressure. The same thing happened when the physician used another pressure pump. Subsequently, it was found that the balloon was leaking liquid under working pressure when retrieved. No complications reported and patient was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately at the distal markerband. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. This concludes the product analysis.